Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was hospitalized for an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Fluid was drained, the device was removed, and the patient was given antibiotics. The patient is recovering and may be re-implanted in the future.